Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ca 125 ii assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ca 125 value of 266 u/ml. The sample was repeated twice, resulting in values of 1603 u/ml and 1627 u/ml. The ca 125 reagent lot number was 526124. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The ca 125 reagent expiration date was 30-apr-2022. The customer's calibration signals were slightly lower than expected and were last performed on (B)(6) 2021. The customer's calibration frequency is outside the recommended calibration frequency for the assay. Product labeling states: "renewed calibration is recommended as follows: after 8 weeks when using the same reagent lot, after 7 days (when using the same reagent kit on the analyzer), as required: e.g. Quality control findings outside the defined limits." Qc was out of the acceptable range on (B)(6) 2021, but subsequent qc results were within the acceptable range. The customer declined a service visit as their qc was acceptable. Based on the data provided, the cause of the event could not be determined. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem.